Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the device was initially delivered, m1 occlusion was observed, and after 2 passes of an sfr6mm, a slight opening was performed, and then m2 superior trunk occlusion was confirmed. The device was additionally deployed using the sfr4x40; after confirming the primary revascularization, the delivery wire was pulled for collection and it came out without resistance; upon confirmation and contrast imaging, only the stent region was placed. Stent disconnection occurred. There was no vascular stenosis proximal to the thrombus formation site. The physician did not apply torque to the delivery pusher. 1 pass was made with the stent. There was no resistance. No patient symptoms or further complications were reported as a result of this event. The stent remained inside the body. This was not additional treatment, and there were also no plans of further treatment in the future. The device was prepared as indicated in the package insert. There was no surgical or medicinal intervention required, the device remains in the patient in m1-2. The surgeon did no attempt to dislodge the stent. The patient was undergoing surgery for treatment of ischemic cerebral infarction in the right m1-2. Mrs pre operative was 4 and postoperative was 4. Nihss was 12 preoperative and 12 postoperative. Tici was 0 pre operative and 0 post operative. The patient was not treated with atpa. The number of passes for the device was 1. Parent vessel was m1 with a diameter of 2.4mm. Lateral branch was m2 superior truck with a diameter of 2mm. The branch length was approximately 3 cm, from ic-bifa to m1-bifa. It was noted the patient's vessel tortuosity was normal. Ancillary devices include a phenom (fg15160-0615-1s, s/n: (B)(6) and react (react-71, s/n: (B)(6)).